Event description:
Customer reported occurrence of a malfunction alarm. There was no adverse impact to the customer¿s blood glucose level, staying below 500 mg/dl. Technical support assisted the caller in resetting the pump, after which the malfunction code did not recur, allowing the customer to continue using the pump. Customer was advised to call back if the issue reappeared.